Event description:
It was reported that after a procedure to treat venous insufficiency in the great saphenous vein using the cf7-3-60 closurefast 7f 3cmx60 catheter, a patient suffered a skin burn. The IFU was followed. The lumen was flushed prior to use. A 6fr sheath was used by mistake. It was difficult to advance the catheter through the 6fr sheath, but it did advance. Physician checked position and it was intraluminal. Tumescent infiltration and local anesthesia were utilized, and compression was applied. A guidewire was used for the insertion of the catheter, and the proper temperature was reached. There was no pain during the procedure. No error codes/messages were displayed on generator. The catheter looked kinked. At the end of the procedure at the last ablation segment (the catheter was correctly placed 2cm from skin) the current from the rfa waves travelled along the entire catheter and then caused the skin burn at the entry point of the catheter. The burn is located at patients left medial mid-thigh. The procedure was completed with no problems but physician stopped when he saw the burn developing and removed the device. It had not reached the last mark so physician treated less than intended. The patient required hospitalization for the treatment of the skin burn. The burn took 4+ weeks to fully heal. Regular wound dressings, and treatment for a wound infection were required. The vein is reported to have closed.

Manufacturer narrative:
Image analysis: four still images were returned for analysis. Image 1 shows the closurefast catheter beside a shelf carton, a kink can be noted on the catheter. Image 2, 3 & 4 show the shelf carton of the closurefast catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis returned device: no ancillary devices were returned for review image files were returned. Reference the product analysis no damage was noted to the catheter heating element/coil the catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed two kinks along the shaft, the kinks were observed at approx. 10.2cm and the second kink was noted near the distal end of the heating coil the catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 30 ohms to 50 ohms) ¿ result = 38.3 ohms- pass test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 112.3 ohms - pass test 3. (Resistor 1) (specification: 19.21 to 19.99 k ohms) result = 19.56 k ohms) pass test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.07 k ohms) - pass all 4 tests passed as per the acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generators when plugged in. When the temperature rose to 120 c, the device completed the cycle without seeing an advisory message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.